Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that after the smr upgrade defective controller display was observed. An elective controller exchange was performed and it was stated that there were no effects of the patient. No additional information available.

Manufacturer narrative:
One controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event (display error) could not be confirmed at the bench level. The controller was tested for a period of over 24 hours, running and re-powering continuously in order to confirm if the lcd display was working properly, and it was.  However, the controller failed visual inspection due to an observation that the controller's port 1 connector was loose from the controller housing, with the o ring gasket displaced and the connector's locknut was also loose inside the housing; this observation is not related to the reported event. The most likely root cause of the observation can be attributed to a shift in the manufacturing process. Heartware is currently investing these anomalies of loose connectors. This controller was received with the old software version installed (not smr upgrade performed). The reported event (defective display) could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.